Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates ipg was not explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Correction: b5: additional information indicates ipg was not explanted on (B)(6) 2025 to address the issue. D6b: the explant date should have been empty rather than (B)(6) 2025. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, migration was reported. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was replaced, and the lead was repositioned to address the issue.